Manufacturer narrative:
The reported events of failure to capture, high pacing impedance and low sensing were not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing revealed no indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was performed and found to be within the required product performance specifications. A visual and x-ray inspection of the lead revealed no anomalies.

Event description:
It was reported that high capture threshold, high pacing impedance and low sensing was observed on the right ventricular (rv) lead during an implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.